Event description:
It was reported that during a stent placement procedure through femoral artery, resistance was felt when the guidewire was passed. It was further reported that the stent tip and inner catheter entangled together. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent products are identified in common device name and PMA/510k. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 02/2024.

Event description:
It was reported that during a stent placement procedure through femoral artery, resistance was felt when the guidewire was passed. It was further reported that the stent tip and inner catheter entangled together and the stent could not be deployed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was returned for evaluation and the stent was still loaded in the delivery catheter. A 0.035" hydrophilic guidewire was freely advanced through the catheter and the stent could be deployed during testing at low deployment forces which leads to inconclusive results. The tracking path was curved. Based on the information available, the investigation is closed with inconclusive result. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding general warning, the instructions for use states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding accessories, the instructions for use states "the bard s.a.f.e.r 6f delivery system requires a minimum 8f guiding catheter or a minimum 6f introducer sheath", "via the femoral route, insert a 0.035¿ (0.89 mm) guide wire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guide wire. With regards to indications for use, the instructions for use states that this stent is to be used on femoral and iliac arteries. Based on reported information, the intended placement site for this stent was the biliary system which represents off-label use. H10: b5, d4 (expiry date: 02/2024), g3 h11: h6 (device, method, result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.